Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 8984346. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges numerous subsequent surgeries, infections, dislocations, daily spasms in neck, right shoulder, lower right buttock, both feet and lower legs, uneven gate, unable to bear full weight, unable to perform activities of daily living. Right hip still with original implant device and still causing metalosis. After review of medical records, the patient was revised for removal of left hip antibiotic spacer, conversion of left tha modifier 22 for complex surgical field and significant scar tissues. Operative note reported that during incision it was densely scarred in. Doi: (B)(6) 2019, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot 8984346. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/ lot combination. Device history review: lot 8984346. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Corrected: manufacturer date, city and state.